Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 12-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("left tubal implant to be positioned in the uterine cavity") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), asthenia ("asthenia"), pelvic pain ("pelvic pain"), bone pain ("bone pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), dyspareunia ("painful intercourse"), rhinitis ("chronic rhinitis"), tinnitus ("tinnitus"), headache ("headaches"), amnesia ("memory loss"), burnout syndrome ("burn-out") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (laparoscopic total ovary-sparing hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device expulsion, asthenia, pelvic pain, bone pain, arthralgia, myalgia, dyspareunia, rhinitis, tinnitus, headache, amnesia, burnout syndrome or disturbance in attention. The reporter commented: patient¿s current status: removal of 2 implants by vaginal ovary-sparing hysterectomy; the right implant was inside the uterine cavity. (Located pre-operatively by magnetic resonance imaging MRI). Significant blood loss estimated at 1000 ml during surgery, accompanied by extreme fatigue and abdominal pain (bowel movement restored with difficulty). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Computerised tomogram] (date unknown): left tubal implant to be positioned in the uterine cavity. [Magnetic resonance imaging head] (date unknown): normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 12-oct-2022. The most recent information was received on 19-oct-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('left tubal implant to be positioned in the uterine cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), pelvic pain ("pelvic pain"), bone pain ("bone pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), dyspareunia ("painful intercourse"), rhinitis ("chronic rhinitis"), tinnitus ("tinnitus"), headache ("headaches"), amnesia ("memory loss"), burnout syndrome ("burn-out") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (laparoscopic total ovary-sparing hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the device expulsion, asthenia, pelvic pain, bone pain, arthralgia, myalgia, dyspareunia, rhinitis, tinnitus, headache, amnesia, burnout syndrome and disturbance in attention outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, bone pain, burnout syndrome, device expulsion, disturbance in attention, dyspareunia, headache, myalgia, pelvic pain, rhinitis and tinnitus with essure. The reporter commented: patient¿s current status: removal of 2 implants by vaginal ovary-sparing hysterectomy; the right implant was inside the uterine cavity. (Located pre-operatively by magnetic resonance imaging MRI). Significant blood loss estimated at 1000 ml during surgery, accompanied by extreme fatigue and abdominal pain (bowel movement restored with difficulty). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Computerised tomogram - on an unknown date: left tubal implant to be positioned in the uterine cavity. Magnetic resonance imaging head - on an unknown date: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.